Manufacturer narrative:
(B)(4). Narrative: a partial lead was returned in two segments for analysis. Insulation damage was noted at 34.2-35.4cm from the distal tip consistent with clavicle crush damage.

Event description:
It was reported that the device exhibited high, out of range pacing lead impedance, and high capture threshold. Patient was asymptomatic. The device was explanted and replaced. The patient is doing well post procedure.